Manufacturer narrative:
A field service engineer visited the facility and an air gas module was replaced where after the anesthesia workstation was successfully functional tested and returned to clinical use. The replaced air gas module was received together with the device logs. The returned air gas module was investigated by simulated use testing in a reference system for several days without reproducing the reported unstable pressure curves. Electrical measuring of the air gas module has been done and no faults were detected. The received device logs have no obvious recordings that supports the reported event. We have not been able to determine the cause of the reported event.

Event description:
Manufacturer ref #:(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment, the pressure curve on the anesthesia workstation display was not stable. There was no patient harm. (B)(4).